Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet during setup of a new ilet system and requested assistance pairing a new sensor while on the call. Symptoms included interrupted cgm data availability without any reported adverse symptoms. Outcomes included temporary disruption of automated insulin dosing decisions due to unavailable cgm data, with recovery after pairing guidance. User support included customer service troubleshooting and user education focused on cgm-to-ilet connectivity and pairing steps. Investigation of this case revealed that the device interaction issue was consistent with cgm transmitter-to-receiver communication loss affecting the cgm interface component, with resolution after correct pairing. It was concluded, based on previously established findings for similar reports, that the cause was user pairing error leading to transient cgm communication loss.